Event description:
It was reported that the shaft of the cutting balloon was separated. The target lesion was in the left popliteal artery. A 4.00 mm x 1.5 cm x 140 cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, it was noted that the physician tried to remove the balloon protector from the balloon, however the shaft was separated. It was also noted that the physician did not hold the proximal side of the balloon and did not deflate when removing the balloon protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed a shaft detachment at 25cm from the tip. This damage is consistent with applied force to the device during use/handling. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon due to the detached catheter however the balloon protector cap was removed during device analysis with resistance encountered. The hypotube was kinked throughout. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft of the cutting balloon was separated. The target lesion was in the left popliteal artery. A 4.00 mm x1.5cm x 140cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, it was noted that the physician tried to remove the balloon protector from the balloon, however the shaft was separated. It was also noted that the physician did not hold the proximal side of the balloon and did not deflate when removing the balloon protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).